Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) indicated that impedances were out of range when switching the lead from one device to another. The full system had to be replaced. It was indicated that no further information was known about the event.